Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing". Patient was not affected. It was unclear if there was air in line. Rate was 2.2 ml/hr, volume was 100ml (reset the res. Volume) given is 94.10 ml. No further information available.